Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) via an implantable pump. It was reported that the physician used 8780 to successful place the needle and catheter. She went to remove the stylet from the 8780 and it would not pull out. There were no known environmental/external/patient factors that may have led or contributed to the issue. She had to use a lot of force to pull it out as far as she did. She could not get it all the way out, so she cut the catheter with the remaining stylet and needle still attached. The difficulty pulling the stylet was the entire length of the catheter. Moreover, it was not the patient anatomy causing the resistance. Outcome: the issue was resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.